Manufacturer narrative:
The device alarmed motor error during rewind due to corroded motor home switch. Unable to perform self -test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Pump had minor scratched display window. No moisture damage on electronics noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 500mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that they was moisture and fluid in the motor area. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was unable to complete pump rewind due to alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.